Event description:
A customer reported to beckman coulter inc., (bec) that coulter lh 750 analyzer generated erroneously high platelet (plt) and red blood count (rbc) results without instrument generated messages for one patient sample. The erroneous results were reported out of the lab. The doctor questioned the results and the sample was repeated. Corrected report was subsequently issued. No death, injury or change to patient treatment is associated with this event.

Manufacturer narrative:
The specimen was collected in a 5ml bd tube and analyzed 30 minutes later. Erroneous results occurred on a specific sample analyzed in primary mode. Qc was run before the event and was within range. The instrument is currently within qc specifications with respect to controls and reproducibility. Based on raw data analysis, algorithm observed no abnormality related to the failure. A field service engineer (fse) was dispatched for this event. The fse found both rbc and wbc diluent dispensers were leaking air bubbles into the dispensers. The fse replaced both dispensers, and run precision three (3) times with good results. Root cause for the erroneous results is associated with the diluent dispense pumps.